Event description:
Closure device malfunction post cardiac catheterization. Device was removed from patient and physician was notified. Performed manual compression for 20 minutes. No harm was done to the patient.